Event description:
Catheter placed used to administer medication. The dressing around the catheter exit site was noted to be wet, indicating that the catheter was leaking around the exit site. The catheter was removed 4 days later, due to concerns that it was not functioning properly. Intervention required, the line had to be removed and replaced in order to receive treatment.